Event description:
It was reported that a patient underwent breast augmentation revision with two 400cc mentor memorygel breast implants. Post-operatively, the patient developed right breast pain and palpation of nodules in the axillary region. The patient was prescribed antibiotics for the axillary swelling that may have been due to infection. The symptoms were unresolved weeks later, therefore they were referred for an MRI, which revealed a right implant rupture and a possible left implant rupture. The patient also developed bilateral capsular contractures. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2019. The replacement devices were two mentor gel implants. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number ip-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On october 27, 2025, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. This complaint was assessed as not MDR reportable. In addition, based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Potential cause: complaint was not confirmed. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: according to the information received, it was reported a rupture on a breast implant. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process.